Event description:
It was reported that the pt underwent a surgical procedure on their foot in 2004. A repeated foot surgery was performed. Three days later, the pt began to experience pain. An infection was diagnosed 7 days later at the incision site, and omnicef was prescribed. When the pt returned to the surgeon 2 days later there was a lot of pus and raw tissue, and the surgeon opened the incision site and removed 2-3 sutures from the site. Levaquin was prescribed. Additional sutures were removed the following day. Three days later the pt returned to doctor's office, where the "rest of the sutures were removed." The redness and swelling were improved the following day. It was reported that there were three sets of lab reports, positive for staph on the first two, and no evidence of an infection on the last report.